Manufacturer narrative:
Block e1: (B)(6). Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the image started to go out and then back in. The scope was unplugged and plugged back in but did not resolve the issue, and finally the image stayed on a grey screen. The scope was tested with another exalt d controller and still did not work. The procedure was completed with another exalt d scope. There were no patient complications reported as a result of this event.